Manufacturer narrative:
The device has been returned to manufacturer for evaluation. The investigation and visual inspection on the retuned unit showed that teeth on the swivel sleeve, nylon washers, and retaining rings were worn. The observed condition was likely caused by wear and tear / improperly handling. The definite root cause could not be reliably determined. The reported compliant was conformed from the evaluation. The unit is beyond integra's seven (7) years recommended life cycle (manufactured in 2012).

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00271, 3004608878-2020-00274, 3004608878-2020-00273, and 3004608878-2020-00272.

Event description:
This is 1 of 5 reports. A customer reported that the a1018 mayfield swivel adaptor would not turn. There was no known patient involvement or delay in surgery.